Event description:
It was reported that during a percutaneous coronary intervention an inability to reduce the rotablator rpm's occurred. The lesion was located in the tortuous and severely calcified left anterior descending artery. The physician had completed the ablation at 150,000 rpm's using a rotalink plus 1.25mm burr. While attempting to remove the burr, the physician was unable to go into dynaglide or reduce the speed or stop rotation of the burr. The burr was successfully removed while at 150,000 rpm's. No pt complications occurred. Pt status is satisfactory. Additional info has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. Bsc ID #: a00181102 tw#: 1276483.